Event description:
Manufacturer´s ref #: (B)(4).

Manufacturer narrative:
The anesthesia workstation was investigated by the distributor at the hospital. The reported fault could not be reproduced. The device logs were downloaded and sent for evaluation. No parts needed to be replaced. The anesthesia workstation was successfully tested and is reportedly back in clinical use. The reported alarms could be verified in the received logs. We have not been able to determine the cause of the generated alarms. According to the received information, the issue may have been caused by an improper handling/user error. The received information states that there is no recollection of what was done by the user to cause the reported event.

Event description:
It was reported that the anesthesia workstation generated alarms for high airway pressure. There was no patient harm. Manufacturer's ref # : (B)(4).